Event description:
It was reported that the pt went to the ER due to her face and limbs intermittently going numb; her pain physician told her "not to worry about it". The pt was referred. The pt had a procedure done and a "blockage in catheter" was found. The pt reported that "the physician that found the blockage would be willing to work with her once the implanting physician fixes her pump". The pt was redirected to their health care provider. The medication being delivered via the device system was not reported. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.

Manufacturer narrative:
(B) (4). Catheter.